Event description:
During a coronary drug eluting stenting treatment procedure the stent slipped off the balloon. The physician was treating a severely calcified lesion in an unknown coronary vessel with a 3.5x32mm taxus express2 drug eluting stent. Prior to deployment the stent slipped off the balloon causing the physician to have to deploy the stent proximal to the target lesion, only partially covering the lesion. This resulted in the physician having to deploy two additional stents of unknown size and type to successfully treat the lesion. There was no intervention required to retrieve the stent that slipped off the balloon. There were no patient complications and the patient is reported as ok.